Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported about a month ago they were standing in line at the dollar store and felt a ¿buzzing¿ about 8 times. The patient felt weak and heavy like their symptoms had returned. The patient checked their device and the programmer read ¿off.¿ the patient believed they turned it back on, which was confirmed during the call. The patient saw their healthcare provider (hcp) today and nothing was wrong with the implant.